Event description:
It was reported, "the hosp owned lag screw that was implanted on this case had an expiration date of 5/2010. I realized that we had implanted an expired screw as I was filling out the surgical case write up. I immediately informed the circulating nurse and the surgeon. The surgeon decided to finish his closure."

Manufacturer narrative:
Device remains implanted. It is not known if the device packaging will be returned. If additional info is received it will be provided on a supplemental report.